Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a system message occurred indicating "iop is inactivated" during system test prior to surgery. The system and pack primed successfully, so they proceeded with the same pack for surgery. The error message occurred again during surgery. The procedure was able to be completed with no patient harm.